Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that she had blood glucose readings over 500 mg/dl and has taken boluses. Customer stated that she uses the clamp on the tube, but she is not getting a no delivery alarm. Customer has also had blood glucose readings in the 40's mg/dl and then up in the 300's mg/dl all week. Customer stated that she is a brittle diabetic and has a freestyle glucometer that only goes up to 500 mg/dl. Customer's meter has been reading high all morning. Customer declined troubleshooting as she was using the wrong number to do the test. Customer had symptoms of high blood glucose such as vomiting, diarrhea, and drinking lots of liquids. Customer treated with manual boluses. Customer stated that the insulin exited at the quick release. Customer stated that only the no delivery alarm occurred when she ran out of insulin. The pump passed the high pressure test. Customer was advised to do a complete set change.